Event description:
Discordant high result(s) for calcitonin after thyroidectomy were obtained on an immulite 2000 instrument. A woman had high results for calcitonin. She had an operation - thyroidectomy, and after the operation she again had extremely high calcitonin results. A sample was tested in a different laboratory on a different system and the result was low.

Manufacturer narrative:
The cause of discordant calcitonin results is unknown. The customer did not provide more information, data files, or a sample to be retested by the manufacturer.